Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device doesn't cut through tissue when going through the mesher and ratchet was not working at times. There was no harm reported and there was a delay. No further information provided. The customer then stated no event occurred the units were old and needed servicing. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Functional examination of the returned product found that the unit was out of calibration review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The following actions were previously initiated to address the DHR retrieval issue the event is confirmed.

Event description:
No additional information.